Event description:
I used renu with moisture loc contact lens saline solution from 11/07/05 through 05/20/06. I went to my optometrist because I contracted a severe infection that lasted till I stopped using the solution. He put me on tobradex and when that didn't help he recommended I go to a specialist. I couldn't afford it so I didn't go! Till this day my eyes have not fully recovered.